Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had lines on the screen. The issue occurred at the beginning of a therapeutic laparoscopic bile procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation noted the video cable is broken and therefore stripes in image occur. In addition, inspection found the fiber bonding in the outer tube area (distal end) was damaged. Based on the results of the investigation, the reported issue was confirmed found to be attributed to damage video cable. A definitive root cause of the failures found cannot be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had lines on the screen. The issue occurred at the beginning of a therapeutic laparoscopic bile procedure. The procedure was completed with a similar device. There were no reports of patient harm.